Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer was unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer experienced dizziness and a loss of consciousness and paramedics were called. Upon arrival of paramedics, customer's blood glucose was checked using their device and it was determined to be low (unspecified). Customer was treated with oral glucose and transported to a boarding facility. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated. Performed visual inspection on the returned meter and no issues were observed. Meter powered on with button depression and with insertion of retained strips. A control solution test was performed, and the returned meter did not start after the sample was applied. The meter was sent for further investigation and de-cased. Upon visual inspection of the de-cased meter, blood and hair contamination was observed on port pins. Therefore, this issue is not confirmed to use. No malfunction or product deficiency was identified.

Event description:
Customer's caregiver reported the customer was unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer experienced dizziness and a loss of consciousness and paramedics were called. Upon arrival of paramedics, customer's blood glucose was checked using their device and it was determined to be low (unspecified). Customer was treated with oral glucose and transported to a boarding facility. No further treatment was reported. There was no report of death or permanent injury associated with this event.